Event description:
Hcp reported the patient was experiencing withdrawal symtoms. A rotor study demonstrated a stalled motor. The patient's oral medications were increased. The pump was removed and replaced and returned to the manufacturer for analysis. The patient outcome was not reported. A follow up report will be sent when additional information is received.